Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer will only interrogate with pressure on rf (radio frequency) connector on a pcb (printed circuit board) assembly due to a loose rf connector. Analysis also found the keyboard hinges are broken. Display drops due to the lower display hinges. System fan is noisy. Floppy disk drive reads disks intermittently; floppy drive found out of electrical specification.

Event description:
It was reported the programmer is unable to do an interrogation without holding to connector in programmer itself. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.